Event description:
IV pump/administration set and extension tubing were attached to PICC line which was in a neonate. The tubing of IV set was caught on chair and mother moved chair out causing significant pressure/force to be exerted on the PICC line. PICC line broke at hub. Line removed from baby.

Manufacturer narrative:
At time of awareness the complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated, it was determined that a reportable event had occurred. The complaint was confirmed and the cause appears to be use related. The 2 fr tubing broke within the molded hub of the per-q-cath PICC. It was reported that the PICC broke when the IV set was inadvertently caught on a chair. No defects related to the mfg process were noted on the complaint sample. A chr of lot #rerg0294 showed no other similar product complaint(s) from this lot.